Event description:
It was reported that insulin gauge displayed an amount different than expected and that pump showed a static fill estimate of 110 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to variations in measured pressures used to calculate remaining insulin and that once insulin in cartridge matched static displayed amount, fill estimate would begin to decrease normally, and caller understood and acknowledged instructions.